Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was found to leak prior to being implanted in the patient. The report states that the patient's information was not available. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.